Event description:
Health care professional reports a fiber leak noted by blood visible into the dialysate during pt treatment. Health care professional reports dialyzer reprocessed 6 times prior to noting leak. Health care professional reports estimated blood loss of 150cc. Health care professional replaced the disposables and continued the treatment without incident.